Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. -reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -type test when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "see attachment procedure and warning column in 9.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This event is reported under the following patient identifiers: (B)(6) - single use distal cover. (B)(6)- evis exera iii duodenovideoscope.

Event description:
The customer reported to olympus the single use distal cover fell off from the evis exera iii duodenovideoscope while being used in a patient. The issue was found during an unidentified procedure several months prior. There were no reports of patient harm or impact. This event is reported under the following patient identifiers: (B)(6)- single use distal cover. (B)(6)- evis exera iii duodenovideoscope.